Event description:
It was reported that the lead was capped and replaced due to insulation anomaly.

Event description:
New information received notes that the lead was capped due to externalized conductors. It was later explanted due to an unrelated infection. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.